Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The event was noted to be a potential pocket fill issue. It was unknown what type of drug the pump was infusing.

Event description:
It was reported that a health care provider (hcp) had a leaking pump. The leak would occur at a refill and that the patient had to go to the emergency room (ER). It was noted that there had been issues with ¿faulty ports¿. The issues were specified to be post-refill. It was also noted that the hcp had mentioned the leaking pump issue at an (B)(6). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.